Event description:
Avi infusion pump made loud noise , "malfunction" displayed in screen====================== health professional's impression======================n/a====================== manufacturer response for infusion pump, infusion pump======================awaiting response